Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of failure code 403:317:871:0000 was confirmed through the event history due to a defective user interface module. The user interface module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 403:317:871:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.